Event description:
It wa reported that the patient only has one active electrode channel available. The patient is having a CT scan performed to confirm placement of the electrode array.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.